Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages, tactile alarms) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the cause for the failure was isolated to an open pulse wire between the distribution node (dn) and ECG "b." The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported receiving frequent "check therapy pad" messages and tactile alarms.